Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a hrm task that did not grant motor power in reasonable time. Customer's blood glucose value was unknown. Customer was assisted with clearing the alarm. Customer stated that insulin pump was not exposed to a high magnetic field. The customer reported that they were able to clear the alarm. The customer stated that they were able to rewind the insulin pump. The customer reported that they received the alarm twice. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.